Manufacturer narrative:
Device evaluation: three twinfix ultra ha 4.5 w/2 ub blue & blk devices were returned for evaluation of the reported complaint mode, ¿upon placing the anchor into the bone, the anchor broke.¿ all three devices exhibited breaks at the distal tips. It was reported that the patient¿s bone quality was hard and a drill was not used for site prep. Based on the evidence provided, no root cause related to the manufacture of the device can be established. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. The instructions for use states: ¿when a larger hole is required, as in the case with hard bone, use a drill to create a pilot hole for the anchor, then insert the awl-dilator to better prepare the bone for the anchor.¿ (B)(4).

Event description:
During an arthroscopic rotator cuff repair (arcr), it was reported that three twinfix ultra ha 4.5 w/2 ub blue & blk anchors with the same lot number broke. The implants broke during insertion into the patient¿s bone. The broken anchors were removed from the patient's shoulder. The customer indicated that the patient¿s bone quality was hard. No drill was used to prep the site. A back-up device was available to complete the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Although anticipated, the devices have not yet been received. (B)(4).